Manufacturer narrative:
Combination product: yes.-

Event description:
Boston scientific provided the following information: the rv lead was explanted because it had triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements >3,000 ohms, and post-lss myopotential noise with oversensing was observed.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 5.5 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment was not returned. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.